Event description:
Paramedics responded to a person described as in full cardiac arrest. Pt was connected to device and diagnosed as in coarse ventricular filbrillation. According to reporter, device would not charge several times when "charge" button was pressed. A backup device was immediately called for and used. Pt was not resuscitated. Reporter indicated reported malfunction did not cause or contribute to death of pt. Reporter based their opinion on attending paramedics's assessment of pt's viability and immediate availability and use of a back up defbrillator/monitor.